Event description:
The reporter contacted animas on (B)(6) 2012 and stated the keypad buttons would stick when pressed and required multiple presses to elicit a response. The reporter denied damage to the keypad. The patient reportedly wore the pump under a garment, against the body and did not clean it. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, the ok and down arrow buttons had intermittent response. The contrast and up arrow buttons were unresponsive. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons. The ok and down arrow button contacts were noted to be inverted.